Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(4) 2012; uretex sup urethral support system; catalog: #485013; (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Avaulta solo anterior synthetic support system was reported to be used/implanted during this procedure. Associated mdrs: 1018233-2012-02166.